Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a blank display and alarming. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg 1/10/2025. One device was received for evaluation. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the main board. As a result, the interconnect/main board was replaced a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.